Event description:
It was reported that at the pt's refill, the pump was filled with morphine 20 mg/ml; it had previously been filled with morphine 10 mg/ml at a rate of 7.6 mg/day. The hcp did not notice the drug concentration change and did not do a bridge bolus, so the patient actually received 15.8 mg/day. The patient reported dizziness for the first couple of days, but the patient had regained her appetite and was having much greater pain relief.